Event description:
It was reported that during central processing, a wire from the pk dissecting forceps instrument was noted to be bending (not broken). The instrument was not used. No patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's pitch cables to be frayed at the distal idler and bent out a bit. No damage was found on the clevis. Failure analysis investigation also found scratches on the surface of the distal pulley. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the frayed cables found during failure analysis if to recur could cause or contribute to an adverse event.